Event description:
The customer received a control result of 219mg/dl on her contour usb meter. The normal control range was 109-151mg/dl. No adverse events were alleged. Only the meter information was given before the customer ended the call. No product is expected to be returned for evaluation.